Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis, therefore, product analysis was not possible. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2016-04755. It was reported that the rotawire snapped. A 330cm rotawire and a 1.50mm rotalink¿ burr were selected for use. Before burring, it was noted that the rotawire snapped. No patient complications were reported.